Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing during a non-sustained ventricular tachycardia (nsvt) episode, resulting in termination of the episode. This rv lead remains in service. No adverse patient effects were reported.